Manufacturer narrative:
Concomitant medical products: evolutr-29 transcatheter valve, implanted: (B)(6) 2016.

Event description:
It was reported that one day post implant the right ventricular (rv) lead dislodged. The lead was explanted and replaced by an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.